Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right device moved more towards the periphery of the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), flank pain ("severe right abdominal pain"), uterine cyst ("uterine cyst") and endometritis ("endometritis"). Essure treatment was not changed. At the time of the report, the device dislocation, flank pain and uterine cyst outcome was unknown. The reporter considered device dislocation, endometritis, flank pain and uterine cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: fluid around right implant and a cyst.; on an unknown date: left device and the previous noted 9 mm uterine cyst is now 15 mm. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right device moved more towards the periphery of the utreus') and endometritis ('endometritis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), flank pain ("severe right abdominal pain") and uterine cyst ("uterine cyst"). Essure treatment was not changed. At the time of the report, the device dislocation, flank pain and uterine cyst outcome was unknown. The reporter considered device dislocation, endometritis, flank pain and uterine cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: fluid around right implant and a cyst.; on an unknown date: left device and the previous noted 9 mm uterine cyst is now 15 mm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.